Event description:
There was one event where the baby presumably came out of the otteroo device and fell into the water after being left alone for an extended period of time. He was given CPR and transported to the hospital where he was intubated and given extracorporeal membrane oxygenation (ECMO). We don¿t believe that the child incurred any residual injury or needed further treatment. Information received by otteroo suggested that the otteroo device did not cause or contribute to the event, but rather that the event was caused by the parent/caretaker¿s non attendance.